Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the patient died due to respiratory arrest due to cerebral hemorrhage. It was reported that the impella cp worked as expected. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2 date of death was erroneously entered on the initial manufacturer device report number 1220648-2024-21243. B3 date of event was was erroneously entered on the initial manufacturer device report number 1220648-2024-21243. G1 reporting contact email revised on manufacturer device report 1220648-2024-21243 in accordance with updated procedures. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2024-21243. H6 investigation conclusions 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-21243.